Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 06/2024).

Event description:
It was reported that during a recanalization procedure, catheter allegedly ruptured. It was further reported that ruptured catheter tip was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The photo shows the seeker catheter in which a part of the catheter shaft was noted to be detached. Hence, based on the photo review, the reported detachment issue can be confirmed. Therefore, the investigation is confirmed for the reported detachment issue. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 06/2024), g3, h6 (method). H11: h6 (device, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, catheter was allegedly ruptured. It was further reported that a portion of the catheter was remained in the body of the patient. Reportedly the ruptured catheter tip was removed over guide wire. The procedure was completed using another device. There was no reported patient injury.